Manufacturer narrative:
(B)(4). Concomitant devices - orthopedic salvage system 4cm diaphyseal segment catalog #: 150482 lot #: 873090, orthopedic salvage system cemented im stem 11mm x 150mm catalog #: 150365 lot #: 354240, orthopedic salvage system polyethylene tibial bearing 12mm catalog #: 150410 lot #: 368420, orthopedic salvage system non-modular tibial plate short 67mm catalog #: 150417 lot #: 179040, orthopedic salvage system polyethylene tibial bushing catalog #: 150476 lot #: 070960, orthopedic salvage system polyethylene femoral bushing catalog #: 150477 lot #: 000500, orthopedic salvage system polyethylene locking pin catalog #: 150478 lot #: 684520, orthopedic salvage system axle catalog #: 150480 lot #: 773450, orthopedic salvage system reinforced yoke catalog #: 150493 lot #: 220720. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2020-04259.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address migration of screws from the diaphyseal segment and pain post-operatively. The surgeon did not feel it was necessary to remove the entire diaphyseal segment, as the implants were taper locked. Attempts have been made, however, no additional information is available at this time.